Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh which is an off label insertion site. On 02/10/2026, the patient reported experiencing abdominal pain, nausea, and vomiting. She obtained a fingerstick blood glucose (fsbg) measurement that displayed ¿high,¿ indicating a value greater than 600 mg/dl, while the cgm simultaneously showed a low glucose value, although the patient was unable to recall the exact cgm value. In response, the patient administered insulin via her pump by manually adjusting the settings; however, this did not correct the elevated glucose levels, and symptoms persisted. Due to ongoing symptoms, the patient contacted emergency medical services (ems). No fsbg measurement was performed by paramedics, and the patient was transported directly to the hospital. The patient could not recall the fsbg and cgm comparison values at the ER. The patient was diagnosed with dehydration and diabetic ketoacidosis (dka) and was formally admitted to the hospital. During hospitalization, she was treated with intravenous (IV) saline, IV anti-nausea medication, and IV insulin. The patient remained hospitalized for four days and was discharged on (B)(6) 2026. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.